Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. The customer obtained a sensor scan result of 295 mg/dl which was higher than he felt, and self-treated with 9 ui insulin based on the sensor scan. Soon after, customer experienced sweating, loss of consciousness, and was treated with glucagon injection by family member. An ambulance arrived and a glucose reading of 111 mg/dl was obtained on a healthcare meter and customer had regained consciousness and did not require any further treatment. There was no report of death or permanent injury associated with this event.